Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when moving to the right atrium, the guidewire became stuck and difficult to operate. The loop catheter was removed from the patient and what appeared as a "tube of fibrin" was attached to the tip. It was surmised that the guidewire was difficult to operate due to the fibrinous lump. The activated clotting time was rotated and an anticoagulant was administered. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files containing two image files and the pscc100 catheter with lot number 0012401610 were returned and analyzed. The first image showed a pulsed field ablation catheter and the second image showed blood clot at the tip. Visual inspection of the catheter was carried out. The catheter pscc100 of lot number 0012401610 was received without the native guidewire used during the case and the guide wire lumen was retracted. No anomaly was observed along the shaft, handle and array area. The guide wire lumen inspection was performed. No clot or any foreign material observed inside or outside the guidewire lumen tip. Mechanical verification of steering and slide mechanisms were carried out. The slide control function was performed and moved forward and backward without friction or any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms the catheter programmed for clinical use. With the lot and serial numbers matching those indicated on the cover. The catheter was reprogramed before connection to the generator via catheter interface cable, and therapy deliveries passed. Continuity test was performed with multimeter and the returned catheter, the measured impedance was normal for all electrodes. X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the distal tip and the dual lumen. The measurement of the distal tip inner diameter was performed and showing that the inner diameter tip (0.0339 inch) is within the specifications limits (0.034 inches +/- 0.0010). A pin gauge of dimension 0.032 inches (which is the recommended dimension of the guide wire) was inserted and retracted inside the tip without friction or any restriction. In conclusion, the reported tip clot was confirmed through analysis of the images but not through product testing. The catheter did not fail the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that microscopic specimen had the appearance of an acidophilic, unstructured object. Elastic staining revealed a tortuous, elastic plate-like structure, which was surmised to be part of a crushed vascular wall; however, due to the severe crushing, the details were not clear. It was surmised that the blood vessel wall was caught within the guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.